Event description:
As reported by the user facility: the customer reported that they have a transfer set that has particles in the main micro line near where it passes through the sensor channels. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One unused sample with packaging was provided for evaluation. Upon evaluation of the unit, foreign matter was not observed in the transfer set. The reported issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.